Event description:
It was reported that during use the cs100 intra-aortic balloon pump (iabp) had a leak in the machine's operating circuit. The user subsequently stopped using the device, and no injuries were reported.

Manufacturer narrative:
Due to character limitation (e1) event site full name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Another contact info:(B)(6). Updated fields: b4,g3, g6,h2,h3,h6(type of investigation, investigation findings, component codes, investigation conclusions),h11. Corrected field: g2. A getinge field service engineer (fse) inspected the unit and determined that the loop air leakage alarm was caused by a faulty safety disk and condenser. The fse replaced the safety disk and condenser. The unit all functional tested normal, including the manual test.the balloon test ran for one hour without an alarm, and the unit is operational.